Event description:
It was reported that during a lap cholecystectomy procedure, the device did not open post firing. The device was eventually open. There was no trauma to the tissue. A new device was used to complete the procedure. There was no patient consequence.